Manufacturer narrative:
This follow-up is being submitted to correct the 510k number.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the taper impactor instrument tip broke. No more information is available.

Manufacturer narrative:
(B)(4). Visual examination of the returned product found it to show signs of repeated use; galling's, scratches and strike marks. It is confirmed the impactor pad has fractured and all the pieces were returned. The features of the fracture surface visually align with bending overload fracture failure mode. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.